Event description:
During the case, the screwdriver that was used to tighten the locking screws had one of its flanks broken. It was unclear whether this was broken before or after the case. However, x-rays were obtained, and nothing could be found in the wound. The area in the wound was inspected under microscope and loupe magnification, however the small flank piece could not be found. After the case, the nursing staff did look into the suction filters, and again, the sliver could not be found.